Manufacturer narrative:
This is a follow up to emdr 9617229-2022-19622. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side lump, rupture of textured implant. The device has been explanted.